Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited possible lead erosion. Reportedly, the patient lost weight due to stress that caused the leads to rise and had a bump. The technical service (ts) referred the patient to the implanting physician. There was no additional adverse patient effects were reported. This ra lead remains in service.